Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up report, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that upon removal of the sensor pod, a portion of the sensor wire remained attached to the sensor pod, and the patient indicated that the remainder may be on the arm. The event occurred the day of sensor insertion in the arm. Additional information was received from the patient on 07/08/2020. The patient indicated that on (B)(6) 2020, she had radiographic imaging (unspecified modality) to locate the sensor wire. No traces of the wire were identified. She stated that a bruise remained at the prior sensor site and no medications or other interventions were provided. No additional patient or event information is available.